Event description:
It was reported that the patient started rewarming about 2 hours ago and patient temperature (pt) was only gone up 0.3c in an arctic sun device. Received alert 113 reduced water temperature control x 2. Patient temperature (pt) was 33.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 29.3c, water flow rate (wfr) was 0.5 l/m. Neonatal pads in place. Advised water flow rate (wfr) was too low causing the alert 113. Walked through stop therapy, empty pads, disconnect and reconnect. Restarted therapy and water flow rate (wfr) would not rise above 0.5 l/m. Nurse noted that there was being where the hoses are going over the edge of the bed. Discussed adding rolled blankets as a buffer. The nurse wanted to try to lower the bed first. Advised if water flow rate (wfr) did not rise to 0.7 l/m or higher they might need to swap out to a new set of pads. The nurse would call back once adjusting if additional assistance needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming about 2 hours ago and patient temperature (pt) was only gone up 0.3c in an arctic sun device. Received alert 113 reduced water temperature control x 2. Patient temperature (pt) was 33.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 29.3c, water flow rate (wfr) was 0.5 l/m. Neonatal pads in place. Advised water flow rate (wfr) was too low causing the alert 113. Walked through stop therapy, empty pads, disconnect and reconnect. Restarted therapy and water flow rate (wfr) would not rise above 0.5 l/m. Nurse noted that there was being where the hoses are going over the edge of the bed. Discussed adding rolled blankets as a buffer. The nurse wanted to try to lower the bed first. Advised if water flow rate (wfr) did not rise to 0.7 l/m or higher they might need to swap out to a new set of pads. The nurse would call back once adjusting if additional assistance needed. Per follow up information received via task on 08aug2025, it was reported that they were having issues with the flow rate and called in for technical support. The representative walked though how to stop therapy, disconnect pads, reconnect pads, and restart therapy. The technical support assistance was very helpful and resolved the issue. No new pads were needed. The flow rate resumed to the proper level and the patient was able to complete therapy.